Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis, substance consistent with biologicals was present on the device. There appeared to be no external damage to the device. The report confirms use of the device during a procedure, which is consistent with the finding of biologicals on the device. Per instructions for use the device was tested by functionality touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, the device would light up thus passing the test. The device was then functionally tested in all 3 positions per instructions for use and also passed.

Event description:
It was reported that they received ¿no twitch from the facial nerve and/or the nerve stimulator not lighting up.¿ there was no patient impact. It was confirmed that ¿the surgeon would at times get a positive stimulation of the nerve and at other times they would not.¿ ¿another varistim was used and behaved as expected¿, there was no patient impact.